Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval observed the reported "door latch error" as a door not fully latched alarm. The alarm was caused by a loose upper link screw. The link screws were replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump has a door latch error. It was also reported that there was no pt injury.